Manufacturer narrative:
E1: initial reporter first name: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual packaging of six (6) minicaps were damaged (breach in sterility). This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.